Event description:
A pinnacle anterior apical was used during an enterocele cystocele repair procedure in 2008. (Patient age and weight are not known). According to the complainant, during the procedure, the needle driver on the capio device stuck when the physician depressed the plunger. The physician was able to get the needle working, until the last suture when the device broke. Completed with another device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The device history record revealed no deviations and all other records demonstrate that the lot was manufactured in accordance with the device master record.